Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has unexpected turned off. It occurred during use on patient but the service replaced the equipment and there was no problem for the patient.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer fse called to customer and questioned him if batteries were plugged in, customer confirmed and said that batteries died. The fse instructed to plugged in cardiosave to ac power and charge batteries. When customer followed the instructions directly batteries started to charge and problem was resolved. The customer determined the device is working correctly and no further intervention is required. Fse remarked the battery is working correctly; they just let it fully discharge.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , e1 (initial reporter). Additional initial reporter name is added.

Event description:
It was reported by the customer that cardiosave hybrid type e/f intra-aortic balloon pump (iabp) turned off during use on a patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.